Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tips of an unspecified number of bd luer-lok¿ syringes in the bulk sterile pharmacy convenience tray were broken/damaged and caused the syringes to leak. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: the tips of the syringes are dented/chipped and often causing the syringes to leak. We have seen 10-15 syringes with this defect so far.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 15sep2022. Investigation summary: our quality engineer inspected the 1 photo and 4 samples submitted for evaluation. The reported issue of tip breakage was confirmed upon inspection of the samples. Each sample was found to have collars that were slightly to heavily damaged and bent in. Bd determined that the cause of the failure was associated to the assembly process during manufacturing. Production records were reviewed, and this batch was in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the tips of an unspecified number of bd luer-lok¿ syringes in the bulk sterile pharmacy convenience tray were broken/damaged and caused the syringes to leak. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: "the tips of the syringes are dented/chipped and often causing the syringes to leak. We have seen 10-15 syringes with this defect so far.".